Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address osteolysis and cup malpositioning. Update rec'd 8/25/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, difficulty ambulating, and metallosis. There is no new additional information that would affect the outcome of the MDR decision. Update 12/17/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pseudotumor, metallosis, inflammation, corrosion on the trunnion, and a malpositioned cup. The cup wasn't revised due to prior over-reaming. Lab results from (B)(6) 2012 indicated the chromium level was 64.6. It should be noted that the patient continued to have a high chromium level even 7 months after the revision. There was no mention of osteolysis as previously reported. There is no new additional information that would affect the existing MDR decision. Doi: (B)(6) 2004 - dor: (B)(6) 2012 (left hip) no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Updated 15 jun 2015 --- complaint reopened as a result of patient harms update from the medical records review. No change to original investigation outcome. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address osteolysis and cup malpositioning. Update rec'd 8/25/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, difficulty ambulating, and metallosis. There is no new additional information that would affect the outcome of the MDR decision. Update 12/17/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pseudotumor, metallosis, inflammation, corrosion on the trunnion, and a malpositioned cup. The cup wasn't revised due to prior over-reaming. Lab results from (B)(4) 2012 indicated the chromium level was 64.6. It should be noted that the patient continued to have a high chromium level even 7 months after the revision. There was no mention of osteolysis as previously reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/15/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf allege pseudotumor and metal wear.